Event description:
The customer reported being hospitalized due to ketoacidosis. The blood glucose reading was 700 mg/dl. The customer stated that the last infusion set change prior to her admission was on (B)(6) 2011. The customer stated that her glucose level did not lower after bolusing. The customer was feeling nausea the day before the event. The customer stated that she was going to school and ended up going to the hosp. The customer was experiencing unexplained high glucose for the past week. The customer's most recent glucose reading was 186 mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and high pressure test and passed. The customer mentioned having a motor error during basal. Performed a displacement and self test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.